Event description:
It was initially reported that the patient had high impedance which was thought to be related to incomplete pin insertion. It was later reported that during a lead revision surgery for the patient, the pocket was re-opened and the pin was re-inserted, which resolved the high impedance. There were no visual lead fractures, but fluid was seen in the lead. The lead was replaced, and impedance values were within normal limits. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. Suspect product has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Further information was received noting that there was no reports of the patient experiencing any trauma or manipulation to the area. The following troubleshooting was performed in the operating room during the revision surgery: system diagnostics were performed, which resulted in high impedance. The pin was re-inserted, making sure it was fully inserted, but there was still high impedance. The generator header was irrigated with saline solution, and the lead pin was cleansed. The surgeon then visualized that there was fluid within the lead tube. The fluid was in both the inner and outer tubing, so the lead was replaced. Per the physician¿s analysis of the lead, the cause of the fluid leaks could have been physician¿s error by a puncture of some sort, or the patient may have experienced trauma or manipulation of the lead area after their first implant. The explanted lead has been discarded and is unavailable for return to the manufacturer.